Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that one day postoperatively, a scratch/mark was visible on the intraocular lens. There was no patient complaint or patient impact reported. Additional information has been requested however, further information has not been received.

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. A photo provided showing an eye. The lens cannot be pointed out from the provided photo, however over the pupil lines/marks are visible. Based on our observation of the attached photo, lines/marks are visible over the pupil area. The reported crack cannot be confirmed from the photo. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).